Event description:
It was reported to philips healthcare that the heartstart xl ac power led light would intermittently not glow. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.